Manufacturer narrative:
The subject device in this report has been returned to omsc for evaluation. During the evaluation, omsc confirmed no irregularities of the subject device. There were no protrusions or remarkable scratches confirmed on the distal side nozzle and around the nozzle of the subject device. Also, there were no notable scratches or chipping on the bending rubber adhesive that fixed the rubber, and there was no abnormality in the bending rubber. No abnormal hardness was confirmed for the insertion tube. The subject device had been reprocessed according to the manufacturer recommendation. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during colonoscopy for the patient having a colorectal hernia, the subject device was stuck within the hernia when insertion of the subject device. The user facility had difficulty to remove it from the patient, because the patient complained severe pain when the user facility tried to remove it. Then, the user facility transferred the patient to an operating room and the subject device was removed under general anesthesia. The user facility also reported that the cause of the event was not the subject device, and the subject device just happened to have caught.